Manufacturer narrative:
The reported event of inadequate high voltage output could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that high defibrillation thresholds (dft) were noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replaced the ICD. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received yet.